Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that a 7 x 40 mm armada 35 percutaneous transluminal angioplasty balloon was advanced without resistance when the balloon ruptured inside the patient during the first inflation at six atmospheres. Another unspecified armada 35 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Based on the information provided, a definitive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.